Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the blood glucose had been running high. She stated that insulin was exiting but that the insulin pump was counting as if delivering boluses but no boluses were recorded. The blood glucose reading was 500 mg/dl. The customer was treated with manual injection. Insulin exited with the manual prime and no leaks or air bubbles were observed. The insulin was clear and the insertion site was not sore or irritated. The infusion set was removed and the cannula was not bent. The insulin pump passed the high pressure test. However, the caller reported that insulin was squirting out during the manual prime. The reservoir had 40 units remaining and the status screen showed 69.9 units. The caller stated she was using pen cartridges to fill the reservoir and was advised to use insulin vials. During another prime in troubleshooting, the insulin began squiring out again. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime fill anomaly noted. The insulin pump successfully downloaded to carelink . Multiple boluses were delivered and all boluses were recorded in carelink download history. The insulin pump was received with broken belt clip slot, broken battery tube threads and minor scratches on lcd window.